Manufacturer narrative:
Analysis of programming history.

Event description:
While reviewing the patient's programming history, it was noted that a computer software error occurred on (B)(6) 2007 (prior to implant) which resulted in the generator being programmed to unintended settings. It wasn¿t until (B)(6) 2007, that the settings in question were found and corrected.